Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The complaint states that sample presentation and queue errors are suppressed on the accelerator automated processing system (aps) when a competing error message is sent from the analyzer. In normal operation, two or more tubes are in the analyzer sample queue. The analyzer aspirates from the first tube, then advances to the next tube when sampling is complete. When a sample presentation/queue error occurs, the first carrier slips through the sampling gate, and the second carrier is moved to the aspiration position. The analyzer continues aspirating from tube 2 for the tests that were ordered on tube 1. A post-aspiration radio-frequency identification (rfid) check generates a sample presentation error on tube 1 and a sample queue error on tube 2 since the rfid does not match the pre-aspiration check done on tube 1. When an error not detected occurs, the analyzer defects an error on tube 2 such as a liquid level sense error that results in a "sampling completed with error" message sent to the laboratory automation system (las), but the message is associated with tube 1. The aps does not perform the post-aspiration rfid check on the carrier and therefore, does not detect the sample presentation/queue error. The middleware is also not notified of the error. The aps then sends the sample in position message to the analyzer for tube 2 and processing continues with the analyzer performing the tests ordered for tube 2. Some of the results for tube 1 may have been aspirated from tube 2. This condition is not detected thereby potentially impacting results. Tube 2 may also have been contaminated by the first sample if the analyzer is a chemistry analyzer. This condition is also not detected and results are potentially impacted. To date, there has been no impact to patient management reported. End of report.